Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported resistance with the guide wire was confirmed. Based on visual, dimensional and functional inspection, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the reported difficulties appear to be due to use error. The armada 14xt instruction for use (IFU) states: never attempt to move the guide wire when the balloon is inflated. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).

Manufacturer narrative:
(B)(4). The ht winn guide wire referenced is being filed under a separate manufacturer report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 12 cm long heavily calcified occlusion in the distal common femoral artery (cfa). The winn guide wire was advanced to the lesion without issue, but an unspecified 14 balloon catheter failed to advance and was removed. The 2.0 x 20 mm armada balloon dilatation catheter (bdc) was advanced to the lesion without issue and inflated successfully at 6 bar to fix the position and to center the vessel. Then an attempt was made to advance the winn guide wire through the heavy calcification, but the guide wire pulled back into the armada bdc. During the attempt to advance the guide wire again, it could not pass the inflated balloon and became stuck in the bdc. Both devices were removed from the patient as a single unit without any issues. Outside of the patient, it was noticed that the lumen of the guide wire showed strong bends in the area where it got stuck in the balloon. The patient is doing well. There was no significant clinical delay in the procedure and no adverse patient effects. No additional information was provided.